Event description:
It was reported that noise resulting in oversensing and inappropriate high voltage therapy was noted on the device. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that oversensing of noise was noted on the right ventricle (rv) pacing and sensing lead resulting in inappropriate high voltage therapy being delivered on the defibrillation rv lead. The rv pacing and sensing lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate shock and noise were confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination found the outer coil to be compressed/bent, with six filars were fractured, and the outer insulation was breached in this region all are damage consistent with clavicular crush damage. The cause of the reported events was isolated to the fractured outer coil and the damaged outer insulation at the clavicular crush region.